Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo_13.2, -12.0/3.5/096 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. Lens was repositioned on (B)(6) 2023, this did not resolve the problem. On (B)(6) 2023 the lens was explanted due to refractive surprise(assessed on (B)(6) 2022). This resolved the problem.

Manufacturer narrative:
Additional information: d9: return date-14-nov-2023. H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#731573.